Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a weak battery alarm and a battery out limit. The alarms occurred after receiving a new battery cap. The customer's blood glucose level was 213 mg/dl. The product was not returned. Nothing further to report.